Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported capsular contracture baker grade IV. The device has been explanted. This record relates to the right side.

Event description:
Healthcare professional reported, capsular contracture, baker grade IV. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.